Manufacturer narrative:
An event of "device did not embolize the defect" was reported. The investigation confirmed that the device met visual and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
An event of "device did not embolize the defect" was reported. The investigation confirmed that the device met visual and dimensional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2023 a 8mm amplatzer vascular plug IV was selected for an implant in a patient with an irregular defect, which has the largest diameter of 4mm. At the beginning of the procedure, the 5f non-abbott delivery catheter was in place and the device was successfully implanted. Approximately 3 minutes post implant the device did not embolize the defect; the contrast agent was still passing through the target vessel due to poor adherence. The plug was retrieved via snare and a non-abbott device was successfully implanted to complete the procedure. It was reported that there was a clinically significant delay in the procedure. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2023 a 8mm amplatzer vascular plug IV was selected for an implant in a patient with an irregular defect, which has the largest diameter of 4mm. At the beginning of the procedure, the 5f non-abbott delivery catheter was in place and the device was successfully implanted. Approximately 3 minutes post implant the device did not embolize the defect; the contrast agent was still passing through the target vessel due to poor adherence. The plug was retrieved via snare and a non-abbott device was successfully implanted to complete the procedure. It was reported that there was a clinically significant delay in the procedure. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.